Event description:
Surgeon was cauterizing endometrial implants using aem scissors. All equipment functioning correctly. Surgeon noticed capacitance coupling at aem scissors to non insulated portion of grasper which resulted in a superficial burn to the left fallopoian tube. Aem is supposed to disable self if insulation is not intact.